Event description:
Ous MDR - this lead was explanted due to inappropriate shocks. This is all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analyses. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed the presence of insulation damages due to wear at the distal part of the lead. These insulation damages can be considered as the root cause for the observed issue, as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.